Event description:
Medtronic received information regarding a navigation system used outside a procedure. It was reported that while setting up the system, the manufacturer representative selected an optical tumor resection and got an error message on the bottom of the screen that said "localizer faulted." After accessing the ndi toolbox and upon opening the position sensor details, the system had three errors: bump detector battery fault, bump detector sensor fault; bump detected, and internal storage temperature exceeded. No patient present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot(B)(6). H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the camera did not work, as it said localizer faulted. The manufacturer representative noted there was a bump and temperature sensor. The manufacturer representative exchanged the camera with a new camera, and it now worked as intended. The navigation system then passed the system checkout and was found to be fully functional. B01, c13, d02 are applicable. H3, h6: the camera was returned to the manufacturer for analysis. Analysis found that when checking the event log for the returned camera, it showed an intermittent instance of firmware incompatibility in august 2021. There was a battery voltage low message along with bump detected and storage temperature exceeded. Otherwise, the camera passed an accuracy test (aak) at .089 mm with a passing threshold of .25 mm. Analysis found that the reported event was related to a electrical issue. B01, c02, d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.